Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a spinal surgery procedure, the locking ring became disconnected from the apod prime screw. The locking ring component was removed from the surgical site and the screw was left in the vu apod prime lumbar fusion device. There was no delay in surgery or adverse outcome for the patient.